Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#(B)(4), product type: programmer, patient. The patient programmer (pp) (serial #(B)(4) was returned and analysis could not verify the complaint against the device. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had pain in their "whole body." The hcp did not know when the symptoms started. The patient was going to have an MRI and the hcp requested the compatibility guidelines. It was unknown if the MRI was due to a problem with the device or therapy. Additional information received from the consumer reported she had been meeting with her manufacturer's representative (rep) and had been working with her patient programmer (pp). The patient noted that the rep suggested for her to call and get a replacement pp. The patient noted she had adaptive stimulation and three different programs. The patient stated she had a lot of health problems and sometimes she got distressed which meant she got more pain, it was hard to breathe, she was stressed, and the pp increased or decreased stimulation on its own when this happened or when her body was "alerted." The patient had been having her health problems for twelve years and was still having them. When the patient turned stimulation down, it went right up on its own. When the patient was standing and had stimulation set at 4.5 v and she gets "crack ribs" or hard to breathe or more pain, stimulation went up to 7.5 v on its own "to take care of itself" and it was not supposed to do so. The patient alleged the issue was with her pp and she needed a replacement. The patient noted the her implant worked great but her pp needed to be replaced. It was reviewed with the patient that if replacement of the pp did not solve the issue, she should follow-up with her hcp. Additional information received from a rep reported she met with the patient on (B)(6) 2016 and that was when she was informed of the pp issues. The rep interrogated and did some programming and never had any issues with it. She looked at the programmer again and she did not see anything going on with the programmer. The rep noted that she worked with the patient's adaptive stimulation as well. The rep told the patient that if she had additional problems with the pp, she should call customer service for a new programmer. The rep noted there was nothing that had any "red flags" for her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.